Event description:
It was reported that an ilet device entered low-battery status, stopped delivering therapy, and the user¿s glucose rose to 600 mg/dl; the user administered subcutaneous insulin by pen as corrective action, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and use of an alternative insulin method. Investigation included technical review and user troubleshooting. Investigation of this case revealed battery depletion with resultant therapy cessation. It was concluded that battery depletion led to an interruption of insulin therapy and subsequent hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.